Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age, gender and weight were not provided. Since the product information was not available, no information was captured for (model #, lot # and expiration date) and device manufacture date could not be determined.

Event description:
The customer reported that they ran control test on their contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The product is not expected to be returned for evaluation. No product information was provided.